Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 180 mg/dl at the time of the incident. The customer stated that the issue occurred after taking a shower. The customer realized that their sensor was bent when removed. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was hospitalized and had a bent cannula. The customer stated the cause of hospitalization was due to high blood glucose, then found out it was possibly due to a bent cannula. The customer's blood glucose during hospitalization was 500mg/dl. The customer stated when he woke up in the morning, his blood glucose was 480mg/dl and it would not come down. The customer stated while his stay in the hospital, he removed his site and found the bent cannula. The customer was released the third day. He was wearing the insulin pump at the time of hospitalization. The customer's current blood glucose was 120mg/dl.